Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 12 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler stuck in a raised position. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The final device was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler stuck in a raised position. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
2 devices were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service. 1 device is pending evaluation.

Event description:
This report summarizes 15 malfunction events, where it was reported the devices experienced cot height cannot be adjusted or the fowler stuck in a raised position. There was 1 event with patient involvement; no adverse consequences were reported.